Manufacturer narrative:
The button error alarm was due to corroded keypad traces. There was no could not write user settings to flash because of power supply being in use alarms noted. The pump passed the self-test. The pump was received with severely scratched display window, cracked reservoir tube lip, missing end cap sticker. (B)(4).

Event description:
It was reported that the customer received button error on their insulin pump. It was reported that the customer had gone two days without battery in the device. It was reported that the customer continued to receive alarms that the device was unable to flash because of power supply being in use. It was reported that the customer was unable to troubleshoot. It was reported that the device would be replaced and returned for analysis.